Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states he did not have scooter for 6 months when it began to malfunction. It would randomly stop and not work for him. He took it back to advanced medical and they claimed they could not fix it because the computer was fried. They have had the scooter for close to a year now. No serial number available. MDR filed.